Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a cystolitholapaxy procedure on (B)(6) 2024, the ceramic tip broke off and it was found in the patient's urethra. The damaged tip was noticed when the procedure was wrapping up and team discovered the tip in the urethra. No patient harm was reported. An x-ray of the pelvis was performed to confirm that nothing was left inside of the urethra.